Manufacturer narrative:
H.6. Investigation: one photo received for investigation, upon visual inspection of the picture received it can be seen one syringe with a small particle embedded in the barrel. A device history review was performed for lots 2008338, 2008339, 2010106, 2011033, 2011096, 2011105, 2011111, 1908251, 1909214, 2007101, 2012026, 2012027, 2012062 and 2103094. No deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause, injection of burnt material generated during molding process. H3 other text : see h.10

Event description:
It was reported that bd plastipak¿ syringe had reports of foreign matter on 72 occasions. The following information was provided by the initial reporter: slade health would like to report several 50ml bd syringes reported during in process check to have brown colour markings or foreign material.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1908251. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-08-05. Medical device lot #: 1909214. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-09-05. Medical device lot #: 2007101. Medical device expiration date: 2025-06-30. Device manufacture date: 2020-07-27. Medical device lot #: 2008338. Medical device expiration date: 2025-07-31. Device manufacture date: 2020-08-12. Medical device lot #: 2008339. Medical device expiration date: 2025-07-31. Device manufacture date: 2020-08-27. Medical device lot #: 2010106. Medical device expiration date: 2025-09-30. Device manufacture date: 2020-10-26. Medical device lot #: 2011033. Medical device expiration date: 2025-10-31. Device manufacture date: 2020-11-26. Medical device lot #: 2011096. Medical device expiration date: 2025-10-31. Device manufacture date: 2020-11-24. Medical device lot #: 2011105. Medical device expiration date: 2025-10-31. Device manufacture date: 2020-11-25. Medical device lot #: 2011111. Medical device expiration date: 2025-10-31. Device manufacture date: 2020-11-30. Medical device lot #: 2012026. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-12-21. Medical device lot #: 2012027. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-12-21. Medical device lot #: 2012062. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-11-30. Medical device lot #: 2103094. Medical device expiration date: 2026-02-28. Device manufacture date: 2021-03-18. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe had reports of foreign matter on 72 occasions. The following information was provided by the initial reporter: slade health would like to report several 50ml bd syringes reported during in process check to have brown colour markings or foreign material.